Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) thoracic surgery, when the trocar was removed it was noticed that the distal end/tip had broken and a small fragment fell into the thoracic cavity. The surgical team searched for the fragment inside the thorax and performed multiple lavages, aspiration, and irrigation attempts to retrieve the broken distal part, but retrieval was unsuccessful. Surgical time was extended by more than 30 minutes due to the attempts to locate and retrieve the fragment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.